Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. The rv lead was capped and replaced. The patient was stable.